Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the belt clip was broken. The blood glucose reading was 41 mg/dl due to being stressed. The customer treated with juice and declined troubleshooting.